Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. This report includes corrections to h6 and b5 to include additional device allegations, as well as the results of the device analysis.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this pacemaker as the battery longevity projection had reduced from 10 years to six and a half year in approximately one year. A review of the data by boston scientific technical services (ts) confirmed that power consumption had been increasing gradually and device replacement was recommended. It was also noted that there may have been pacemaker mediated tachycardia (pacemaker mediated tachycardia (pmt), however it was unclear if this was true pmt or a result of atrial tachycardia. This device was subsequently explanted and replaced. This device was subsequently returned and analyzed. No additional adverse patient effects were reported.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this pacemaker as the battery longevity projection had reduced from 10 years to six and a half year in approximately one year. A review of the data by boston scientific technical services (ts) confirmed that power consumption had beein increasing gradually and device replacement was recommended. This device was subsequently explanted and replaced. There is no indication this device will return for analysis. No additional adverse patient effects were reported. This device was subsequently returned and will be analyzed.

Manufacturer narrative:
This report contains corrections to h6: evaluation method code and h6: evaluation result code. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. This report includes corrections to h6 and b5 to include additional device allegations, as well as the results of the device analysis.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this pacemaker as the battery longevity projection had reduced from 10 years to six and a half year in approximately one year. A review of the data by boston scientific technical services (ts) confirmed that power consumption had been increasing gradually and device replacement was recommended. It was also noted that there may have been pacemaker mediated tachycardia (pacemaker mediated tachycardia (pmt), however it was unclear if this was true pmt or a result of atrial tachycardia. This device was subsequently explanted and replaced. This device was subsequently returned and analyzed. No additional adverse patient effects were reported.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this pacemaker as the battery longevity projection had reduced from 10 years to six and a half year in approximately one year. A review of the data by boston scientific technical services (ts) confirmed that power consumption had been increasing gradually and device replacement was recommended. This device was subsequently explanted and replaced. There is no indication this device will return for analysis. No additional adverse patient effects were reported.